Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery stenting procedure, the stent was damaged. The distal cx (circumflex) lesion was predilated with a 2.0mm balloon and a 2.5x12mm stent was placed without difficulty. The delivery balloon for the 2.5x12mm stent was used to predilate the 3.0 x 15mm, moderately tortuous (>90 degree), severely calcific, eccentric, proximal cx lesion and an attempt was made to advance this 3.0x16mm liberte bare metal stent. Several predilations were performed with 2.5mm and 3.0mm maverick balloons and a 0.014 double guidewire, however, the stent was unable to cross the lesion. Upon removal of the delivery system, damage to the proximal stent struts was noted. Further attempts were made to cross the lesion with another manufacturer's bare metal stents measuring 3.0 x 18mm and 3.5 x 12 without success. The procedure was completed with a 3.0 x 20mm maverick balloon. No stent was implanted in the proximal region of the left circumflex coronary artery. The patient was reported to be stable following the procedure. There were no patient complications as a result of this event. The physician reportedly felt that this event was not likely to have been related to the device.